Manufacturer narrative:
(B)(4).

Event description:
The customer reported several events where the accu-chek safe-t-pro lancets were protruding from the device. The issue involved three boxes of lancets. All were lot number ln332016. On (B)(6) 2016, a nurse had used a lancet to stick a patient¿s finger. When the nurse picked up the used lancet, the lancet stuck her finger. The device was used properly and fired correctly, however the lancet did not retract after firing. The nurse was taken to the ER and the involved patient¿s blood was tested. The results were negative. No specific information concerning the testing was provided. On (B)(6) 2016, another nurse had used a lancet from a second box of lancets to stick another patient¿s finger. When the nurse picked up the used lancet, the lancet stuck her finger. The device was used properly and fired correctly, however the lancet did not retract after firing. The nurse was taken to the ER and the involved patient¿s blood was tested. The results were negative. No specific information concerning the testing was provided. There was no medical treatment administered to either nurse. No adverse event was reported. On (B)(6) 2016, the customer reported they checked other boxes of safe-t-pro lancets as they were concerned about the rest of their inventory. The customer opened a third box of lancets and claimed she took 20 lancets out of the box and found two that did not retract and had the needle sticking out of the end. These lancets were not used on any patient and there was no accidental stick. The involved product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
As no customer material was received, further investigation was not possible. Based on the provided information, a user error could be excluded. Previous investigations have shown the internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel and impede the lancet retraction back into the lancet housing. The medical risk to the user is very low.